Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that the physician had to remove the uphold vaginal support system (specifics unknown). The patient was reportedly over 18 years of age. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient was implanted with the uphold vaginal support system on (B)(6) 2012. Post-procedure, the patient had discomfort. It was discovered that the uphold device had descended from its original position. The uphold device was subsequently explanted on (B)(6) 2012. Reportedly, there was no malfunction with the uphold device.